Manufacturer narrative:
The insulin pump passed the rewind and displacement test. No rewind anomaly was noted. The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer called and reported she was priming and received an alarm on the insulin pump, indicating the force sensor system was compromised. The customer's blood glucose was not known. She could not complete troubleshooting as the insulin pump was stuck in a prime/rewind sequence that could not be escaped. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.